Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. H. 6. - pat. Prob. Code = 3191: no code available - this report was not associated with a human patient. The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported skin loss of an animal patient after using a surflo catheter. Follow up communication with the user facility reported: (1) the animal patient was reported to have swelling of skin and losing skin from reaction. The additional information was obtained from the office manager (B)(6) 2016: (1) the animal patient presented with parvo in the a.m on (B)(6) 2015; (2) an IV was placed in the leg and within 24 hours the site showed swelling; (3) within one week the dog had lost part of her entire body skin; (4) the animal patient was housed in the facility for two months due to continued treatment and skin grafts; and (5) it was reported the animal patient is doing well and currently returning for monthly treatments.

Manufacturer narrative:
As stated in section b5, this report is being submitted as follow up no. 1 for mfg. Report no. 3003902955-2016-00004 to provide the investigation evaluation. The actual device was not returned to the manufacturer for evaluation. The lot number and product code are unknown for this complaint. Since product code and lot number are unknown, our investigation is limited. Needle penetration testing records confirmed that product meets manufacturer specification. All lots produced are tested for endotoxin thru limulus amebocyte lysate test to check presence of bacterial endotoxin on our finished products and have met specification for endotoxin limit for medical devices. In addition, qc performs monthly monitoring of the physical and chemical properties of the sterile products per gauge through the physicochemical test. Test items include test for acidity/alkalinity and traces of metals such as cadmium, lead, iron, zinc and tin. Our products comply with iso 10993-1; biological evaluation for medical devices. Also, all finished product are sterilized prior to shipment. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 3003902955-2016-00004 to provide the investigation evaluation.